Event description:
It was reported when the patient presented in the operating room for device upgrade, fluoroscopy revealed externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 13.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.